Manufacturer narrative:
Date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device temp was not accurate with simulator. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The heat temp on lcd does not match the temp simulator. The root cause is that the main pcb does not function as intended. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.